Event description:
Report received of an overdelivery of normal saline. The pump was programmed to deliver 1000ml of normal saline at a rate of 999ml/hr with a dose limit of 950 ml. Reportedly at an unspecified time, the pump gave an audible alarm and a display message of air in line. The customer noted that the solution had completely infused, but the pump display read 800ml had infused. The pt did not experience any adverse effects. Though requested, no further info was available.